Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working over time due to pump location, cylinder placement and fluid loss. Upon removal, a hole was noted in the reservoir, it was unknown what caused the hole. The ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone (B)(6).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working over time due to pump location, cylinder placement and fluid loss. Upon removal, a hole was noted in the reservoir, it was unknown what caused the hole. The ipp was explanted and replaced. No further patient complications were reported.